Manufacturer narrative:
Resubmission of initial report due to report code error. The historical image studies are considered to be unrecoverable at this point of time. However, the syngo dynamics product did not cause or contribute to the loss of data.

Event description:
A simple request for service support to recover data after a hardware failure in the site's long term archive system was escalated to siemens. However. It was identified that an unknown amount of image studies were missing in the sites long term archive. The historical study images are no longer . However, the previous clinical study reports generated from the read of the image studies are available in the syngo dynamics for clinical comparison. There was no injury associated with this issue. No data mix-up or loss occurred which result in the need for a patient would rescan.